Event description:
Baxter sales rep reported that valve stuck in open position. No report of injury or medical intervention. Although attempts have been made to obtain additional info, none were successful.